Manufacturer narrative:
A visual assessment was performed after disinfection. The working channel sleeve did not protrude when received. However, maximum working channel sleeve protrusion was noted when the small knob was articulated counterclockwise and the large knob was articulated clockwise. A functional assessment was performed. The reported complaint incident of ¿loss of visualization¿ was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the live image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was back-loaded through the distal end of the scope; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The handle was opened and it was found within specification. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the spyscope ds image just suddenly went black. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine. This event has been deemed reportable based on the investigation finding: working channel sleeve protruding.